Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed a high out of range shock impedance measurement. The lead configuration was reprogrammed. Further interrogation revealed shock impedance measurements within normal range. Interrogation ended temporarily without any further changes. A loose connection or lead fracture were suspected. It was thought the programming may have resolved the issue. A decision was made to leave this device and lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. Should additoinal information become available, this event will be updated.